Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse of peritonitis and death in patient coincident with dianeal and dianeal ultrabag therapy for peritoneal dialysis (pd) therapy. The nurse contacted baxter homecare services on (B)(6) 2012, to report that the patient had passed away. No further information was available at that time. On (B)(6) 2012, the hemodialysis nurse was contacted. The nurse stated that on an unknown date in 2012, the patient experienced peritonitis that "knocked him out" and "made him weak." Etiology and causative organism was unknown, as it was not in their records. On (B)(6) 2012, dianeal therapy was discontinued permanently and the patient was started on hemodialysis therapy. In (B)(6) 2012, the patient was considered recovered from peritonitis. The patient had not recovered from "knocked him out" and "made him weak." On (B)(6) 2012, the patient passed away. The cause of death was unknown, as it was not in their records. The nurse could not comment on whether the events were related to dianeal, the homechoice machine, or any baxter disposables. The nurse only knew that the patient had never recovered from the weakness brought on by the peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot number h11g12049 with no exceptions observed related to the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. This is report 3 of 3 involved in this peritonitis incident. The report of patient death is addressed in report number 1423500-2012-13518.

Manufacturer narrative:
(B)(4). This complaint for peritonitis was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was no device malfunction or use error identified.